Event description:
Procedure type: sigmoidectomy. According to the reporter: firing the instrument and closure was easy and the firing was easy but the open staple fell down into the abdomen (situs) of the pt and the rejected colon was practically opened. The reporter states that no diverticulum had been in the magazine. No fluid leaked due to this issue. No unanticipated blood loss occurred. Unanticipated tissue loss occurred. Suction and aspiration was used to remove the staples in situs and another cartridge was fired more distally. Operative time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).